Manufacturer narrative:
The insulin pump passed the functional tests with no unexpected no delivery alarm. However, the insulin pump alarmed for a reset error due to the interface board leaking voltage.

Event description:
It was reported that the customer had high blood glucose levels of 250 mg/dl. The customer reported an unexpected restart by the insulin pump every time the battery was changed. The customer also reported receiving an external ram crc error from the insulin pump. The alarm history of the insulin pump was checked and it showed several occurrences of the aforementioned alarms. The customer also reported that the insulin pump would ask to rewind after an unexpected restart. The customer reported that the unexpected restart alarm was recurring during normal use. The customer also reported several no delivery alarms from the insulin pump. The customer was advised that the insulin pump would need to be replaced. The customer was advised to discontinue use of the insulin pump and to revert to a back-up plan per the health care provider's instruction. No additional information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.(B)(4)